Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4316, lot: 15121770 description: next generation anchor kit-sterile. Sc-1110-02/(B)(4): the complaint of a shocking sensation and discomfort at the implant site was not verified. The returned ipg was analyzed and no anomalies were found. Sc-2218-50/(B)(4): the complaint of a shocking sensation was not verified. Visual inspection found that the proximal end of the lead is slightly fractured between contacts 4 and 5. X-ray inspection found no cable breakage. Despite of the proximal end damage, the impedance measurements were normal. Sc-2218-50/(B)(4): the complaint of a shocking sensation was not verified. Visual inspection found that proximal end of lead was slightly fractured between contacts 5 and 6. X-ray inspection found no cable breakage. Despite of the proximal end damage, the impedance measurements were normal. Sc-4316/15121770: one clik anchor has torn eyelets with missing silicone material. The silicone was removed from the patient.

Event description:
A report was received that the patient's scs system was explanted due to suspected malfunction following a knee replacement surgery where diathermy or electrocautery was most likely used. The patient was experiencing symptoms of overstimulation during reprogramming and undesired stimulation in the wrong pain area. The patient is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician&#62688;implant manual 9055940-001).

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's scs system was explanted due to suspected malfunction following a knee replacement surgery where diathermy or electrocautery was most likely used. The patient was experiencing symptoms of overstimulation during reprogramming and undesired stimulation in the wrong pain area. The patient is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).